Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g4; g7; h1; h2; h3; h4; h6 complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned shim to verify item and lot combination and reviewed manufacturing date as returned tasp shim exhibits signs of repeated use and missing components, two bearings. The missing components were not returned. Device history record (DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the shim was found in the tray missing the ball bearings.